Manufacturer narrative:
Evaluation summary: this product is packaged in a polyethylene bag to help immobilize and protect the product. The poly bag is not sealed and does not function as a sterile barrier. The sterile barrier (inner tray) did not appear to have any defects that would have resulted in a compromised sterile barrier. There is no evidence of melting of the poly bag as mentioned. However, the poly bag does exhibit some tearing and scuff marks. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the sterile plastic packaging inside the sterile container is not sealed but appears to be melted.